Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's host computer was not powering on. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and identified that the host pc was not powering on. During troubleshooting, the fse reconnected and reseated all connections in the host pc, then performed comprehensive pc diagnostics. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome